Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) device exhibited high out of range pacing impedance measurements, measuring greater than 2000 ohms on this left ventricular (lv) channel. The lead safety switch was triggered due to pacing impedances at 2013 ohms. There seems to be gradual rise in the impedance measurements since implant. Technical services (ts) discussed programming options. The boston scientific representative will be further working with the physician for troubleshooting and device optimization. No patient symptoms were reported. This lv lead remains in service.